Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 0.3ml 31ga 8mm tw experienced foreign matter on device cannula/in fluid path. The following information was provided by the initial reporter: there¿s usually a bit gap at the tip when it¿s sealed, but then they find some liquid in some of the new syringes.

Event description:
It was reported that 2 syringe 0.3ml 31ga 8mm tw experienced foreign matter on device cannula/in fluid path. The following information was provided by the initial reporter: there¿s usually a bit gap at the tip when it¿s sealed, but then they find some liquid in some of the new syringes.

Manufacturer narrative:
H6: investigation summary: customer returned two images of a single syringe that featured 0.3ml graduation marks but no further identification. A clear solidified bead is present in the middle of the length of the needle. This bead may be some stray adhesive. A review of the device history record was completed for batch # 0216761 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of foreign matter on the needle. CAPA pr2363785 has been opened to address this issue.